Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were admitted to hospital due to hyperglycemia as well as diabetic ketoacidosis. The customer blood glucose level was over 800mg/dl at the time of incident and the current blood glucose level was 200 mg/dl. Customer declined to troubleshooting for high blood glucose. The device will not be returned for analysis.